Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced eroded vaginal mesh. The plaintiff underwent excision of mesh. The device was partially explanted. No further patient complications have been reported in relation to this event.

Manufacturer narrative:
Exemption-(B)(4). Total number of events summarized - 2893.ams apogee pc with intexen lp -2.ams apogee system - 275.ams apogee system with pc coated intepro lite - 297.ams elevate (not specified) - 282.ams elevate anterior prolapse repair system with intepro lite - 599.ams elevate pc anterior prolapse repair system with intepro lite - 2.ams elevate posterior prolapse repair system with intepro lite - 389.ams intexen-porcine dermis - 2.ams miniarc sling system - 8.ams monarc c-sling system - 1.ams monarc sling system - 19.ams monarc+ subfascial hammock - 4.ams perigee system - 398.ams perigee system with intepro - 482.ams perigee system with pc coated intepro lite - 49.ams sparc sling system - 10.infast sling - 1.unknown graft mesh - 57.unknown sling system - 16 - (B)(4).